Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse observed an "f0" code on the executive processor board which indicates an issue with the front end board. The fse attempted to install the c06 software which did not correct the issue. Spare parts were ordered and further investigation will be performed after receipt of the parts. The iabp unit has not been cleared for use. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that when the cardiosave intra-aortic balloon pump (iabp) was powered up, it did not boot and displayed a "spinning clock" and emitted a constant warning sound. There was no patient involved; thus no adverse event reported.

Manufacturer narrative:
The fse went on the customer's site and the iabp turned back on normally. The fse reviewed the error log and found the shuttle transducer problem still available. The fse tried to calibrate the transducer. The fse found blood leaked from the catheter connection of the cardiosave the cause must have been a damaged balloon. After consultation with the cardiotechnology no one could say anything more about this long time, there is also no defective balloon and no patient has come to harm. The fse renewed the pneumatic module assy because the defective pneumatic module assy is contaminated with blood. The fse performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported before use when the cardiosave intra-aortic balloon pump (iabp) was powered up, it did not boot and displayed a "spinning clock" and emitted a constant warning sound. There was no patient involved; thus no adverse event reported.